Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.per additional information received with the device indicated that the patient experienced bilateral capsular contractures baker iii(r), baker 4(l), and widened surgical scars. As a result, the patient underwent bilateral replacements per following: r) 3503504bc sn: (B)(6), l) 3503504bc sn: (B)(6), left total capsulectomy, right inferior capsulectomy, right inferior capsulotomy, superareolar capsulorrhaphy and bilateral breast imf scar revisions on (B)(6) 2026.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Per additional information received on february 23, 2026, the patient scheduled for unilateral replacement with an unknown implant on (B)(6) 2026. Reason for device explant and/or reoperation: capsular contracture grade iii manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation primary with mentor memorygel, 350cc silicone prosthesis experiences left sided capsular contracture grade iii post operation. The issue was diagnosed through physical examination. At the time of this report, mentor has received no information regarding explantation or received explantation date.